Event description:
N/a.

Manufacturer narrative:
UDI - (B)(4). The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation verified customer information as valid. The transducer found to be twisted in the handpiece housing. Torque base was not used. The transducer function found to be at the end of specification and need to be exchanged. The housing and o'rings need to be exchanged. Root cause: confirmed. Hand piece overtorquing.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The c2602 cusa excel 36khz straight handpiece did not pass the initial functional test. The ultrasound did not exceed 10% power. The product was in contact with the patient but there was no patient injury or death alleged. The event lead to an increase of surgery time of one (1) hour.